Manufacturer narrative:
The investigation into the optical signal issue and the pump stop issue has been completed since the original report was filed. The device was returned for investigation. The reported issues were not reproducible. No problem was found as the root cause of the optical signal issue based on provided data. The root cause of the pump not detected issue was not determined as relevant logs were not provided and there was limited clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella cp pump triggered an optical sensor system error alarm during patient support. The aic (automated impella controller) was swapped in an attempt to troubleshoot the issue, but the pump remained inactive after the swap. The pump was replaced and the second impella cp device was started up on the original aic with no noted issues. There was no patient harm.